Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 500 mg/dl at the time of incident. The current blood glucose level is 107 mg/dl. The customer was reported other blood glucose values such as 107 mg/dl, 417 mg/dl, 160 mg/dl. The customer treated high blood glucose with manual shot. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test.